Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported they had some safe-t-pro that were not retracting and had stuck an operator. Caller stated the patient was pricked then the lancet did not retract and on the operator was stuck. Caller reported the operator did not seek or receive medical treatment; they only had routine protocol blood tests drawn. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.